Event description:
It was reported that the patient presented to the hospital after receiving an alarm for low impedance. The atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysisfound that thew insulation was abraded at 28.4 cm to 28.8 cm from the connector pin which resulted in an electrical short.